Event description:
A home pt contacted baxter's technical service center and stated her catheter broke in two parts. A follow-up call was placed to the peritoneal dialysis (pd) nurse in 2005. The nurse stated the home pt's transfer set separated from the titanium adapter. The home pt was seen in the emergency room three days later. A culture was taken and the emergency room administered one dose of ancef intraperitoneal (ip) and sent the pt home. The home pt's treatment was changed five days later due to new growth in the culture taken same day. The home pt was started on ancef and ceftazadine ip for 21 days. About two weeks later the home pt presented to the emergency room with vomiting, pain, and abdominal cramping. The pt was admitted and treatment was changed to vancomycin ip, three doses one week apart. The home pt did not have an exit site or tunnel infection. The pd nurse stated the home pt is currently symptom free amd will have a repeat culture the last week of november.